Event description:
Healthcare professional, later reported, rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to d.9.: returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: no additional observations. No further actions are required, as no manufacturing issues are observed. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: not observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported capsular contracture, baker grade iii. Healthcare professional later reported rupture. Device has been explanted.this record relates to the left side.

Event description:
Patient reported capsular contracture, baker grade iii. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.